Event description:
Report received of a pt's blood pressure fluctuating while the device was in use. The pt was receiving multiple medications at various times throughout the stay in the ICU, including dopamine, dobutamine, epinephrine, fentanyl and vecuronium. On the reported event date all IV fluids were infusing into a manifold that had three stopcocks fused together. The pt was receiving an unspecified maintenance IV fluid at a rate between 40-50ml/hour. Via the three stopcocks, pt was receiving premixed dopamine at 5ml/hour, premixed dobutamine at 5ml/hour, and an unspecified concentration of fentanyl at an unspecified rate. It was reported that the pt's blood pressure was having dramatic changes with the systolic blood pressure ranging from 70 to 140mmhg. The night nurse reported that they placed either the dopamine or dobutamine on a syringe pump (medfusion 2010) per the physician's order. The following morning, the pt's blood pressure continued to have dramatic changes. The physician ordered the other infusion of either dopamine or dobutamine to be placed on a syringe pump. After this was done, the pt's blood pressure was reported to be "rock stable" with no further fluctuation was noted. There was no reported long-term effect to the pt.